Event description:
A memory lens implanted in a pt's eye in 1999, with no complications indicated, was diagnosed one month later as opacified. Visual acuity reported as 20/60 od and stated prognosis is poor. Pt to consider explantation. No further info is available at this time.